Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Receiver charge and boot was performed and passed. Download receiver logs was performed and passed. Receiver logs data was received for evaluation but does not reflect the full investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.